Event description:
It was reported that the device failed the power on self test. There was no pt involved with the reported incident.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that it would fail the power-on selftest. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply but could not confirm or replicate the observed failure and could not determine root cause for the problem.